Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 115 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and customer stated that the time could have been frozen. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with no act, escape and up button response due to corroded keypad traces. No button error alarm and no frozen display anomaly during testing was noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address label, stained serial number label, cracked belt clip slot and cracked battery tube threads.